Event description:
A customer reported receiving a ¿replace sensor¿ error message on the 5th day of wearing the adc device and being unable to obtain readings. The customer further reported experiencing hypoglycemic symptoms, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (firefighters) and received third-party intervention (relatives) at home who both provided oral glucose for treatment. In addition, customer had contact with a healthcare professional at the hospital who provided intravenous glucose serum for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.